Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain') in an adult female patient who had essure (batch no. A15529, b15006) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: rashes on face") and allergy to metals ("nickel allergy"). The patient was treated with fexofenadine, levocetirizine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash and allergy to metals outcome was unknown. The reporter considered allergy to metals, pelvic pain and rash to be related to essure. The reporter commented: the 1 st essure system was placed into the left tube, 2 coils were seen outside the ostia, next the right ostium was identified and the 2nd essure system was placed without any difficulty. Three coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 167.64 kgs. Hysterosalpingogram - on (B)(6) 2013: bilateral essure devices. No contrast opacification of the fallopian tubes.; on (B)(6) 2014: total bilateral occlusion. Lot number: a15529 manufacturing date: 2012-06 expiration date: 2015- 06. Lot number: b15006 manufacturing date: 2013-04 expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain') in an adult female patient who had essure (batch no. A15529, b15006) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: rashes on face") and allergy to metals ("nickel allergy"). The patient was treated with fexofenadine, levocetirizine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash and allergy to metals outcome was unknown. The reporter considered allergy to metals, pelvic pain and rash to be related to essure. The reporter commented: the 1 st essure system was placed into the left tube, 2 coils were seen outside the ostia, next the right ostium was identified and the 2nd essure system was placed without any difficulty. Three coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on (B)(6) 2013: bilateral essure devices. No contrast opacification of the fallopian tubes.; on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: rashes or skin conditions type: rashes on face, nickel allergy and pelvic pain were added. Lot number, insertion date, removal date and indication was added. Patient date of birth and height was added. New reporter and consumer address were added. Medical history, lab data and concomitant mediation was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.